Manufacturer narrative:
Device used in treatment and not returned for analysis. There was no specific performance related failure reported by the user. No further investigation is required. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Event description:
It was reported that during a procedure while crossing the septum with the transseptal sheath, contrast was injected into the left atrium and the patient suddenly had st elevation appear on the electrocardiogram (ECG) in conjunction with bradycardia and hypotension. The decision to catheterize the patient was made but the st elevation resolved pre-coronary injection. No coronary artery abnormality that could cause a myocardial infarction was observed. The outcome of the case is unknown. No further patient complications have been reported as a result of this event. No alleged product issues. Product was lost and will not be returned.

Manufacturer narrative:
The following sections were updated in follow-up 1. B4, g3, g6, h2, h10 & h11. H11: corrected the final summary of the event related to the patient. Device used in treatment and not returned for analysis. There was no specific performance related failure reported by the user. During a procedure while crossing the septum with the transseptal sheath, contrast was injected into the left atrium and the patient suddenly had st elevation appear on the electrocardiogram (ECG) in conjunction with bradycardia and hypotension. The decision to catheterize the patient was made but the st elevation resolved pre-coronary injection. No coronary artery abnormality that could cause a myocardial infarction was observed. No further investigation is required. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.